Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. Three weeks post-op, the patient suffered a pedicle fracture with nerve root compression due to a fall. The patient required exploration and removal of the screw for nerve root decompression. This patient now exhibits new bone formation in the canal.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.